Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the overpouch. The issue was further described as, "the blue connector / stopper at the end of line was not attached correctly". The device contained fluorouracil 4800mg in sodium chloride 0.9% with 115ml of total volume. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: e1: initial reporter last name, h4, f10/h6: medical device problem codes (add code), h6 (update codes), h11. H4: the lot was manufactured december 14-19, 2023. H11: the actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photographs showed fluid inside a purple bag that contained the device suggesting a leak occurred. The photos also showed the leak coming from the connection at the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined; however, may be due to an untightened blue winged luer cap (use-related). The product label (IFU) indicates the blue winged luer cap should be securely connected to the device after filling with medication fluids. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.